Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, itching and swelling.

Event description:
Patient reported "has one ruptured prosthesis and informs that the left breast has it¿s size increased, itching, fluid, rupture, high temperature and swelling." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "has one ruptured prosthesis and informs that the left breast has it¿s size increased, itching, fluid, rupture, high temperature, and swelling." Device remains implanted.